Event description:
The initial reporter received questionable elecsys troponin t hs stat assay results from the same patient on a cobas 6000 e601 module. The initial troponin result on the first sample was 29.87 pg/ml. An hour later, another sample was drawn from the same patient. The second troponin result was 4.65 pg/ml. The first sample was repeated and the result was 4.54 pg/ml. The second sample was repeated and the result was 4.20 pg/ml. The result of 29.87 pg/ml was reported outside of the laboratory. It is not known which result was deemed correct. The troponin reagent lot was 56661101 and the expiration date is 31-mar-2023.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer performed a pmt (photomultiplier) adjustment, blank calibration, system volume check, and an assay performance check. The investigation did not identify a product problem. The cause of the event could not be determined. The alarm trace did not contain a conspicuous event. As the calibration and qc recovery was acceptable, there was no indication of a performance issue with the reagent or instrument.